Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). No device was returned for evaluation. The reported complaint is unconfirmed. Root cause analysis and failure analysis cannot be completed at the momentas no product or photos were received for evaluation. Three attempts has been made for the return of the product and no material has returned for evaluation. If the material does return for evaluation, the complaint will be reopened and the material evaluated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking knob on the a1059 mayfield modified skull clamp does not have a lot of resistance coming out of locking mode. The customer has resorted to taping it shut. There was no known patient contact or surgery delay.